Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The user facility reported that the complaint item was sent to pathology and the surgeon has not approved for the part to be returned to biomet microfixation for evauation. The user facility reports that the revision was successful and the patient has been discharged from the hospital in stable condition. There is no indication of manufacturing defect with the explant. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The distributor reported, there was a revision surgery due to the plate breaking.